Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the (B)(4) found the connector pin was damaged.

Event description:
A patient reported that their implant had died and that they were told they needed it jump started. The patient had return of pain. The patient was seeing a poor communication screen on their patient programmer. They could not get anything to come up on the programmer and they had tried changing the batteries. The patient was not able to communicate with the recharger and was unable to charge their implant. The patient last felt stimulation (B)(6) 2016 and had last successfully recharged their device (B)(6) 2016. The patient did not have their equipment with them at the time of the call and was instructed to call back for further trouble shooting. Additional information received from the patient indicated that the patient was getting the recharge ins screen. The patient plugged the recharger into the outlet and noted that the connector pin was very loose. The patient was redirected to repair for a replacement and instructed to charge the recharger for 3 to 4 hours when they received the replacement. Additional information was received from the patient. The patient received a replacement desktop charger and the issue was resolved. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.